Event description:
Smoke was noted to be coming out of the machine while it was in heat disinfection mode. The technician pushed the machine out to the parking lot and noticed that the power supply had caught fire. They used a fire extinguisher to put out the flames. There was no staff or patient injury.